Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose and they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose was over 600 mg/dl. The current blood glucose is 492 mg/dl. The customer treated their high blood glucose with insulin pump. Cause of hospitalization as per health care profession was pneumonia. The customer was wearing insulin pump during hospitalization. It was also reported that the customer's blood glucose value was 42 mg/dl and customer ate 4 twix bars, two orange juice containers and at 4 o'clock in the morning blood glucose was went to 600 mg/dl. The customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.